Event description:
Complaint product is labeled "not for human use. Non sterile."

Manufacturer narrative:
It is confirmed that a "not for human use non-sterile" label was attached to the outside of the returned product box under c11265 that was received from (B)(6). A review of DHR c11265 shows that on (B)(6) 2012, one unit out of a lot of twelve remaining products was rejected for marketing as a demo unit. This one unit (c11265) was included as item # 17 in the inventory transaction record in which the demo products were released to (B)(4). This left eleven products remaining and accounted for. The sterilization product release authorization shows that eleven products were sent out of sterilization. A review of the lot transaction report shows that 11 were transacted on (B)(6) 2012 and one unit (possible demo) was transacted on (B)(6) 2012. A review of (B)(6) order # (B)(4) shows that under item #4; 641cf0824 which is the catalog number in question was shipped to him, however, the lot number is not included in the order confirmation. It was stated by marketing that no demo products are ever shipped to bridgewater for reassignment. An exact root cause of the field complaint could not be determined; however, there are several possible contributing factors to the complaint event. If (B)(4) had shipped the "not for human use" labeled demo product to (B)(6), then a possible inspection and shipping error occurred in (B)(4) and a second error occurred with (B)(4) not inspecting the product before shipping to the sales rep. The second contributing factor may have occurred if a "not for human use" sticker was applied on one of the remaining eleven sterilized products shipped to (B)(4) under c11265 which would be a shipping and inspection error. A second inspection error would have occurred at (B)(4). These stickers are readily available in the (B)(4) boxing room. The third contributing factor may have been a mix up originating with (B)(6) trunk stock after he received the products in question. It is possible that marketing as previously stated, had correctly shipped this demo directly to (B)(6) who then may have mixed the demo into his trunk stock. Marketing has stated that no demo products are ever shipped to (B)(4) as all demos are shipped to either to (B)(4) for distribution or directly to the sales rep. A nonconforming material report has been generated to further investigate this field complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
This was an internal complaint filed by a sales representative who reported receiving product labeled "not for human use. Non sterile" in a shipment of "trunk stock" intended to be sold to customers. It is confirmed that a 'not for human use non-sterile' label was attached to the outside of the returned product box under (B)(4) that was received from the sales representative. A review of DHR (B)(4) shows that on (B)(6) 2012, one unit out of a lot of twelve remaining products was rejected and dispositioned to marketing as a demo unit. This one unit ((B)(4)) was included in an inventory transaction record in which demo products were released to marketing. (B)(4). The sterilization product release authorization shows that (B)(4) products were sent out of sterilization. A review of the lot transaction report shows that (B)(4) were transacted on (B)(4) 2012 and one unit (possible demo) was transacted on (B)(4) 2012. It was confirmed that only products intended for human use are shipped to the codman distribution center (dc) for distribution to customers and to sales representatives to be sold to customers from their hand-carried inventory. Marketing demo units are not shipped to the dc. An exact root cause of the field complaint could not be determined; however there are several possible contributing factors to the complaint event. If the dc did ship the 'not for human use' labeled demo product to the sales representative, then a possible inspection and shipping error occurred in at the (B)(4), manufacturing site and a second error occurred when the dc did not adequately inspect the product before shipping it to the sales rep. A second possible contributing factor may have occurred if a 'not for human use' sticker was inadvertently applied to one of the remaining eleven sterilized products from this lot that were shipped to the dc. This would also be a considered a shipping and inspection error. A second inspection error would have occurred at the dc. A third contributing factor may have been a mix-up originating with the sales rep's trunk stock after he received the products in question. It is possible that marketing had correctly shipped this demo unit directly to the sales rep, who then may have mixed the demo in with his 'trunk stock.' Marketing has stated that no demo products are ever shipped to the dc. All demos are shipped either to (B)(4) (a third-party distributor of marketing materials) or directly to the sales rep. Actions have been initiated via the risk management process to further investigate this complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
(B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.